Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the implantable cardioverter defibrillator was interrogated, there was no presenting electrogram rhythm strip. The cause of the problem could not be determined so there was no resolution to the event.